Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp fos not recognized is not able to be confirmed. A teleflex field service agent serviced the pump and the issue could not be reproduced. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: the field service engineer (fse) checked the iabp and found no problem with the iabp.

Event description:
It was reported that the intra-aortic balloon pump (iabp) fos was not being seen. The iabp was on patient at the time. The hospital staff tried to use the balloon on another iabp with the same problem. There was no report of patient injury or consequence. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.

Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) checked the iabp and found no problem with the iabp.

Event description:
It was reported that the intra-aortic balloon pump (iabp) fos was not being seen. The iabp was on patient at the time. The hospital staff tried to use the balloon on another iabp with the same problem. There was no report of patient injury or consequence. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.